Manufacturer narrative:
The device has been returned and evaluated by product analysis on 16-jan-2018 with the following findings: during investigation, the battery compartment was cracked along the side of the pump with a leak and moisture. Moisture was found in the battery compartment. The pump was opened to find no evidence of moisture in the pump interior. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging moisture ingress in the pump and that an area of the pump casing other than the battery compartment or cartridge compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is not being reported because there is no impact on insulin delivery function and no delay in treatment.